Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by symptoms of abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to contamination from a house pet during ccpd therapy utilizing the liberty cycler set at home as reported by the pdrn. This is further evidenced by the presence of a microorganism that is animal-sourced gram-negative coccobacillus which can be transmitted to humans through many animals including household pets, such as cats. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
A peritoneal dialysis registered nurse (pdrn) stated that the patient allowed the cats to sleep in the room with them and one of the cats chewed through the line of the liberty cycler set. It was reported that the patient was taking antibiotics for an infection. Upon follow up, the patient¿s pdrn reported this patient presented to the outpatient clinic on (B)(6) 2020 with symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2020 presented with pasteurella (species unknown) and a white blood cell (wbc) count of 8911/mm3. The patient was diagnosed with peritonitis due to contamination of the liberty cycler set from a house pet. It was reported the patient¿s cat chewed through the patient lines on the liberty cycler set during a continuous cycling peritoneal dialysis (ccpd) treatment on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal meropenem at 1000 mg every day for 14 days. The patient presented to the outpatient clinic for a follow up wbc count on (B)(6) 2020 that presented with 41/mm3, proving responsiveness to antibiotics. The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must keep your machine away from pets, pest and children to prevent contamination and infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.